Event description:
It was reported the filter had multiple fractured tines. On or about (B)(6) 2005, the patient was implanted with a greenfield vena cava filter. On (B)(6) 2019, the patient received a computerized tomography (CT) scan of their abdomen and pelvis, which revealed that the filter had multiple fractured tines.